Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lumen of the lead was impossible to wash due to an obstruction somewhere in the lumen. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted that no anomalies were found and the guide wire test was performed with no issues. There was blood on the distal conductor of the lead and it was not obstructed. If information is provided in the future, a supplemental report will be issued.